Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with a permanent scs system. Post-op, the patient was receiving inadequate coverage. As a result, the patient underwent surgical intervention the following day. During the procedure, the doctor relocated the lead that was initially implanted at c4-c5. Surgical intervention resolved the patient's issue.